Manufacturer narrative:
(B)(4). Batch # p91p33. Additional information was requested and the following was obtained: the surgeon does not feel the device was defective and simply wanted it sent in so we can see that the way he was using on the spleen was not ideal. The following information was requested, but unavailable: was the jaw damaged, but not completely broken off of the device? Did the moveable top jaw break off? Did the ceramic (on the lower non-moveable jaw) separate or break off? Did the electrode (on the lower non-moveable jaw) separate or break off? Did the black ptc break off of the jaw (attached to moveable top jaw)? Did the detached part fall into the patient? Was the detached part retrieved from the patient? Did this cause a change in the plan of care for the patient? The device was received with the I-blade lower tip broken off not returned and the lower jaw was damaged. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a partial laparoscopic spleen procedure, the surgeon was using the device on the spleen and the jaws broke. The surgeon switched to harmonic device and and used it with no issue. There were no adverse consequences for the patient.